Event description:
The device was sent for service with the report of an 812:02 failure code. During service, the baxter technician reported that channels a and c experienced 812:02 failure codes when the pump was powered on. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter event.